Manufacturer narrative:
The device was not returned to zoll medical corporation. However, during the investigation it was noted that the device was received for evaluation by the approved service provider. The device was tested by bench handling, power cycling, and functional stress testing but the reported problem was not observed. Review of the device logs did not observe evidence of a device malfunction, and provided pictures do not show enough evidence to add value to the investigation. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.